Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2018. According to the complainant while the device was being used to treat bleeding at the ampulla, the tip of the catheter broke off in the patient. It was reported that a roth net was used to retrieve the broken pieces and another injection gold probe was used to complete the case. There was no serious injury nor adverse patient effects reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.